Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery (vats) subtotal esophagectomy, in chest manipulation in the lateral position, when the first reload was used to resect the blood vessel, the opening and closing was checked. The display was also showing the zone without any problem, but the lamp did not blink even when the green mark was pressed. After opening and closing the device inside the chest cavity several times, and when the green button was pressed several times, it entered firing mode and firing could be done. Afterwards, when an attempt was made to resect the esophagus using the second reload, the same issue occurred. To resolve the issue, a new handle and reload was used. There was no patient injury. Medtronic's evaluation found that an analysis of the system data prior to the reported event indicated that there was an error for the system queue being full. The cause of the observed fatal error was due to a software restrictions on the capacity of the queue.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: sigpshell); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown); sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: unknown); egia60amt egia 60 artic med thick sulu (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the device did not enter firing mode. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. During the investigation, the handle log noted a fatal error caused by software restrictions on the queue. This condition has a potential for patient harm. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively. The most likely cause for the additional condition is traced to software coding. This issue was due to a software restrictions on the capacity of the queue. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.